Event description:
It was reported the pt suffered a fall on (B)(6) 2012, which resulted in a broken leg with subsequent surgery and therapy. The pt reported since the fall, she has been experiencing a shooting/burning sensation at the ipg site adding the sensation occurs when stimulation is turned off. The pt stated the sensation only occurs occasionally, but when it does, it happens approximately 2 times per day. Diagnostic testing revealed impedance levels are within normal range. The ipg does not appear to have moved and the stimulation provided is still adequate for the pt's needs. The pt stated that she will follow up with her pain doctor at a later date to further discuss this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.